Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Expiration date: 03/2025.

Event description:
It was reported that during a biopsy procedure, the guide needle allegedly did not have the depth markings on it. There was no reported patient injury.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided and reviewed. The first and second photos shows that the mission instrument, blunt stylet and trocar stylet inserted into the coaxial cannula and all the components appeared to be bloody. And, it was noted that there is no depth markings on the coaxial cannula. The third photo shows the product package labeling, which the information matches with tw. Based on the photo review the reported device markings/labelling problem can be confirmed. Therefore, the investigation is confirmed for the reported failure as there is no depth markings on the coaxial cannula in the photo provided for review. A definitive root cause for the alleged device markings/labelling problem could be determined as the manufacturing issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the guide needle allegedly did not have the depth markings on it. There was no reported patient injury.